Event description:
While the pt was on dialysis, the arterial blood line separated at the bonding of the saline lie. The pt lost approx 100cc's of blood. There was no other pt ill effects reported. The sample is not available for eval.